Event description:
The customer reported that fluoroscopic x-rays were disabled. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyswitch activation in the software settings was enabled. The system was tested and found to be working as intended and put back into service.